Manufacturer narrative:
All available information was investigated, and the reported difficult to deploy the clip (difficult or delayed activation) and unintended movement of clip open during efaa could not be replicated in a testing environment) due to the condition of the returned device (clip not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip and unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
A patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior 2 leaflet for a mitraclip procedure. A mitraclip xtw was used to treat mr, with an excellent result upon grasping. When checking final arm angle (faa), the xtw clip had opened from approximately less than 60 degrees to 120 degrees. To troubleshoot, the clip was unlocked, re-locked (at an angle greater than 60 degrees) and faa was re-checked. The clip did not open. Deployment steps were then followed as per instructions for use (IFU). After retracting the gripper levers, the xtw clip was still attached to gripper lines, as visible on fluoroscopy. The gripper lines were accessed and removed. The xtw was then removed from the gripper lines without issue and implanted on the valve. The mr was reduced to grade <1.